Event description:
It was reported the pt experienced difficulty initiating a communication between the ipg and the charging system. Pt underwent a surgical repositioning of the ipg. No further pt complications were reported and all the issues have been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.